Event description:
The customer reported the ac power module connector pulled out and wires were exposed. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires were exposed. There was no reported pt involvement. The philips field service engineer evaluated the device and confirmed the ac power module failure. The ac power module was replaced to resolve the issue. We will consider this a failure of the ac power module where the connector pulled out and wires were exposed.